Manufacturer narrative:
Other relevant device(s) are: product ID: pca 9733600 I/o hub enclosed, serial/lot #: (B)(4); software 9733467 fusion ent app. A medtronic representative went to the site to inspect the system. A hardware part was replaced and the issue resolved. The pca I/o hub was returned for analysis. The returned part may have been returned unused but the package had been opened and there was no note to this effect. The returned hub was found to be fully functional. No problem found. The system logs were provided for software analysis. After log analysis it was not possible to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the site had powered up the navigation system and there was a red x on the emitter. The axiem and emitter were showing red. The system was rebooted, but it remained red. The site took a panel off and power cycled the axiem box. After this the emitter was in green status. There was no patient present when this issue was identified.